Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect havab-g, list number 06l27-25, manufacturing site abbott wiesbaden, deu in section d of this report to architect i2000sr processing module, list number 03m74-02, manufacturing site abbott irving, tx. MDR number 3016438761-2020-00174 has been submitted and all further information will be documented under that MDR number. Suspect medical device was changed. Investigation performed on other device.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect (B)(6) results for 1 patient. The following data was provided: on (B)(6) 2020 sid (B)(6) initial result = 2.36 s/co (reactive), repeat = 2.29 s/co (reactive). New draw specimen: on (B)(6) 2020 sid (B)(6) initial result 0.93 s/co (nonreactive), repeat = 0.83 s/co (nonreactive). No impact to patient management was reported.